Event description:
It was reported that during a ladg procedure, the blade did not retract completely, so the surgeon tried to pull the manual release lever. The jaw would not open and an ets45 was used to cut the tissue near the device to remove it. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.